Event description:
Revision surgery required due to patient fall and dislocation/fracture.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-00447; 243-02-110, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.